Event description:
A volume discrepancy was reported; the expected residual volume was 6.6 ml and the actual residual volume was 0 ml. The drug in the pump was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).